Event description:
Dealer stated that the end-user was riding her tdxsiv-hd-s power chair down the street when the left spring came off of the chair. User reported that she was hearing a clicking noise, then the left pivot arm broke away from the battery box causing the chair to flip. User reported that she hit her left elbow, sustained a few bruises on her left arm. Dealer is not aware of any medical intervention.